Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited low impedance and noise. Noise was reproducible in clinic with isometric testing and pocket manipulation. All other electrical measurements were in range. No intervention was performed. The patient would continued to be monitored with follow ups.